Manufacturer narrative:
The reported issues were addressed with surgery. The device was not returned for physical investigation. Conclusion: the reported event was not related to device malfunction. Per the initial report this could have been the result of the high stick, but this could not be determined. Review of IFU 2611 rev n indicates under "precautions" do not use if arteriotomy site is noted to be "high," above the inguinal ligament (cephalad to lower half of the femoral head or the inferior epigastric artery origin from the external iliac artery). This may increase the risk of bleeding. Complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure.

Event description:
A groin shot was performed which indicated that the stick was high, above the femoral head near the epigastric artery. The doctor decide to use the vascade even though the IFU indicates that it should not be used with cases of a high stick. The vascade was inserted into the sheath, the disc was deployed, temporary hemostasis was achieved, and the sheath was removed. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the wire, the disc was collapsed and the device removed. Final hemostasis was achieved with the device and at this point there was no sign of bleeding. The patient was sent to recovery, but became hypotensive. A CT was order and verified a retroperitoneal bleed. Patient was taking to surgery and the retroperitoneal bleed was corrected with surgery. Patient was later discharged. It should be noted that the patient was very overweight, the blood pressure was high, and the access stick was too high to close with vascade.